Event description:
The customer reported via phone call indicating that the infusion set becomes detached from quick release with no warning of the insulin pump. Customer's blood glucose was 377 mg/dl. The customer declined high blood glucose troubleshooting because she knows the reason.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.